Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set dislodged on (B)(6) 2026. The infusion set was in use for two days.the blood glucose level was 318 mg/dl at the time of the event and got treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin successfully. No further information available.